Manufacturer narrative:
(B)(4). Summary of investigational findings: since no product or imaging is received, evaluation is based on the description solely. Based on the information regarding that "blood clots might have stuck to filter legs due to prolonged duration of procedure" it is deemed likely that the filter leg was obstructed from fully expanding due to the clots. However, the exact root cause for the filter legs would not expand cannot be determined based on the limited information provided. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: approach was gained from the right jugular vein. It took time to decide where to place the filter, which consequently prolonged duration of procedure. After deciding the desired position, the physician advanced the filter introducer through the sheath. The filter came out of the sheath though, filter legs did not expand. Then, whole delivery system including the sheath was removed and another günther was used instead. Patient outcome: there have been no adverse effects to the patient reported.